Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es drawer had failed. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a matrix half-height drawer was found to be jammed. A field service engineer confirmed that the customer was able to recover the drawer. The fse spoke with the user, it was confirmed that the drawer was used for storage and did not contain any medication. It was suggested to use a full-height matrix drawer instead of the half-height matrix drawer that was in use. The system functioned as intended after the field service engineer investigated the issue.